Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was explanted due to a cholesteatoma in the implanted ear. During the same surgery the contralateral ear was implanted. Correction: the correct date of explant was (B)(6) 2011; not (B)(6) 2011 as previously reported. This report is filed (B)(6) 2011.

Event description:
Per the clinic, the device was explanted on (B)(6), 2011. It was not reported why the device was explanted. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.